Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess) procedure, during registration.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when the site connected the flat emitter, they received a localizer not found error. The site tried a 2nd emitter and the system displayed an internal error and shut down after plugging in the flat emitter. The site then brought in a second navigation system and tried the flat emitter and received the same localizer not found error. The site then tried connecting a 3rd flat emitter on this system and connected successfully and was able to proceed with case. This resulted in a surgical delya of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735824 (lot: -) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there was no failures found. The issue could not be duplicated. Codes b01, c19 and d14 are applicable to this analysis.  A1102 is related to the localizer not found error, and a0719 is related to the shut down. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.